Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings:on investigation, the alleged button tactile issue was duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was undamaged, the contrast button was unresponsive and the remaining buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the complaint, the battery compartment was found to have cracked at the top and the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue with the ¿up¿, ¿down¿ and ¿ok¿ buttons. It was reported that the keypad cover was torn and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.